Manufacturer narrative:
The recipient's infection has reportedly resolved.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. On (B)(6) 2016, the recipient underwent a revision surgery for the mastoid. The recipient was prescribed antibiotics cefuroxime, clindamycin, and lipro. The recipient was hospitalized from (B)(6) 2016. The recipient's device was explanted. The recipient's wound continues to heal.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.